Event description:
As reported on (B)(4) 2013, a pt of unknown age and gender presented for an endovenous laser treatment. At the completion of the procedure, when withdrawing the guidewire, the treating physician noted there was a kink in the guidewire approximately 2 cm from the curved end causing a small piece of wire to protrude. There was no report of harm or injury to the pt due to this event. It was reported the disposable device is available for returned to the manufacturer for evaluation.

Manufacturer narrative:
It was reported the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. As reported, there was no harm or injury to the pt due to this event. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).